Event description:
Broke during surgery, causing surgical delay of 15-20 minutes.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.